Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00451; 3005168196-2016-00453; 3005168196-2016-00454. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted three smart coils into the patient. The physician then inserted a fourth smart coil into the patient; however, the coil was not implanted and was removed because the microcatheter kicked out of the aneurysm. The procedure was completed at this point. During a routine follow up visit, the angiography revealed that at least two of the three implanted smart coils were herniating out of the aneurysm neck and into the parent vessel. The physician did not perform any intervention because the patient was already on an anticoagulant regimen of aspirin and eliquis. The patient was stable and asymptomatic. There was no report of an adverse effect to the patient.